Event description:
At implant, the device didn't respond, whereas the leads were connected to the device without any issue. Then the leads were disconnected from the device to be checked. As the leads characteristics were conformed, they were connected again and the pacemaker put inside the pocket in contact with the tissue. The device woke up and functioned properly only as soon as it was interrogated by the orchestra.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Analysis is pending.